Event description:
The user facility contacted steris requesting functional testing for two of their dsd edge endoscope reprocessing systems following reports of patients "becoming sick."

Manufacturer narrative:
The user facility is conducting an investigation as a follow-up to reports of patient infections. We understand the user facility is reviewing all their pre and post procedural standard operating procedures. The user facility contacted steris asking we perform an evaluation of their dsd edge endoscope reprocessing systems to rule out the equipment as a contributor to the reported event. During steris's follow up with user facility personnel, steris was informed that the water lines were not being flushed out weekly as stated in the dsd edge endoscope reprocessing system's operator manual. The operator manual states, "chemical disinfection of the water treatment (filtration) and delivery system must be performed on a weekly basis and whenever the 0.2 micron absolute bacterial retentive filter is replaced." The dsd edge endoscope reprocessing systems were installed by steris at the user facility on june 3, 2024. During install, user facility personnel received in-service training on the proper use and operation for the dsd edge endoscope reprocessing systems. The steris clinical infection prevention specialist confirmed that user facility personnel received all documentation pertaining to the operation and maintenance for the units during the training. Throughout this investigation, the user facility tested water samples from both units and performed a gram stain culture test on instruments that had recently been processed in the units, which revealed numerous gram negative rods, and other organisms. As a result of the reported contamination, the user facility has elected to permanently remove both units from service and have them replaced.